Event description:
The hosp maintenance person reported that he was getting a ground loss alarm on this bed. After troubleshooting with a hill-rom service tech it was discovered that the power cord ground connection was corroded. After repairing the corroded connection, the bed functioned as designed. There were no reported adverse events associated with this product malfunction.